Manufacturer narrative:
Correction: section b1, b2 should have been selected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not symptomatic. It was noted that high capture thresholds were observed on the right ventricular (rv) lead. The rv lead was capped (B)(6) 2021. The patient was stable before, during and after the procedure.